Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709, lot# l64777, implanted: (B)(6) 1999, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine of an unknown concentration and dose via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that about 10 years ago, in the past, the patient thought the pump was having issues then. Where the catheter connected to the nipple was not holding properly. No symptoms were reported and no further complications were expected or anticipated.